Event description:
I used a persulfate based retainer cleaner for about 2 weeks to soak my retainer. I started noticing some jaw pain (B)(6) 2023 and by the next day, the pain significantly worsened and spread to my gums, which were red and inflamed. I also had burning in my esophagus. I do not have any dental problems or gum issues or medical problems, and tested negative for covid, flu, rsv and strep throat. I have been put on an antibiotic and will discontinue the use.